Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn. Both the probe tip and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic proctectomy, more than one device was used. The probe of the first device broke off and fell into the patient. The probe fragment was retrieved. The user exchanged it with the 2nd device and continued the procedure. However, the ptfe pad of the 2nd device was severely worn. The procedure was completed with the 3rd device. During the procedure, probe damage error occurred. It was reported that when the user cleaned the probe of the third device after completing the procedure, the probe was broken. There was no patient injury reported. This MDR is regarding the third one of three devices. As a result of evaluation of omsc on march 7, 2017, in addition to the reported probe breakage omsc confirmed that the ptfe pad was severely worn and the coating of grasping section was partially missing. It was not reported that the fragment of the coating fell into the patient. This MDR is regarding the ptfe pad severe wearing of the third one.